Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable pulse generator (ipg) was replaced because the patient had lost therapy for approximately a month. It was undetermined if the generator battery had depleted, but stimulation therapy was successfully restored postoperatively.